Manufacturer narrative:
The exact event date was not available, therefore the date 06/01/2025 was used as an estimate, based on the reported onset occurring june 2025. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was fluid loss, and this was not allowing for an erection. The device was explanted and replaced. There were no patient complications.